Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mild tortuous and severely calcified anterior tibial artery (ata). A 1.5mm x 20mm x 142cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon initial inflation at 6 atmospheres. The device was removed without any problem, and the procedure was completed with another od the same device. There were no patient complications as a result of this event.